Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported that a fluid leak was encountered when the patient was doing a pd treatment. The patient reported getting an air detected in cassette alarm in drain 2 of 4. The alarm was encountered multiple times, so the patient just cancelled treatment and threw out the cycler set. The following day the patient called technical services before attempting any treatment. Technical services told patient to inspect the inside of the cycler cassette door. The patient discovered fluid over the black pumps and it was dripping down under the cycler. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. In a follow up, the patient¿s pdrn reported that there were no symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. The third party tracking number was verified and no information was found that the customer sent the sample. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported that a fluid leak was encountered when the patient was doing a pd treatment. The patient reported getting an air detected in cassette alarm in drain 2 of 4. The alarm was encountered multiple times, so the patient just cancelled treatment and threw out the cycler set. The following day the patient called technical services before attempting any treatment. Technical services told patient to inspect the inside of the cycler cassette door. The patient discovered fluid over the black pumps and it was dripping down under the cycler. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. In a follow up, the patient¿s pdrn reported that there were no symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.